Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 21 apr 2022. The FDA recall number is z-1285-2022. Customers were sent a letter explaining the issue and requesting the customer to perform the battery performance test. Replacement of the batteries will be provided by gehc. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
As a result of an inspection that was completed as part of correction and removal z-1285-2022, this unit was identified as having a battery failure, which could result in a loss of mechanical ventilation. There was no patient involvement.